Event description:
Dealer states chair is veering to the right. Advised to swap motor leads. Dealer has already adjusted motor balance.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.